Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation subluxation (left) . Revision njr number: 4028448. Primary asa: p1 - fit and healthy. Items not revised: procotyl l beaded and ha coated cup size 50mm - pha06260, lot 1649149; rim-lock biolox delta ceramic liner 32mm - pha04508, lot 1650298; profemur l hip stem size 3 ha coated - pha05506, lot 1584033; profemur neck neutral long cocr -phac1204, lot 1668080.